Manufacturer narrative:
(B)(4). Batch # n93l04. The analysis results found that the el5ml device was returned with no damage in the external components. In addition, the tyvek was returned for analysis. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips did not fully advance into the jaw causing pear shaped clips. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the clip track was damaged causing the feeding issue and 10 clips were found inside clip track. No conclusion could be reached as to what may have caused the event reported. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic low anterior resection, the clip did not come out. The device was fired for functionality out of the patient but the same event occurred. Another device was used to complete the case. There were no adverse consequences to the patient.